Event description:
It was reported that during a thyroidectomy procedure, 30 minutes into the case the device gave a solid tone, the surgeon set the device down on the drape and the active blade fell off of the device. They then used a second like device to complete the procedure. There was no consequence reported to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.